Manufacturer narrative:
Device passed the displacement test, sleep current measurement, and active current measurement, however the pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation, power error 75 during self test, and power error 25 alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the device was monitored and is functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer also stated that insulin pump had insulin pump had power error detected alarm. Customer was able to successfully clear the alarm and was able to complete insulin pump rewind. Customer reported that notification light did not immediately stop flashing. The insulin pump will be returned for analysis.